Event description:
A patient called and reported that she went to the emergency room due to an arrhythmia and a panic attack. The patient stated that her vns device was "going crazy" while she was in the hospital, meaning it was stimulating a lot. Attempts to obtain additional information were made to the physician, but no relevant information has been received to date.